Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the buttons had to be pressed very hard for a response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint the display screen was found to be dim and miscolored.